Manufacturer narrative:
(B)(4). Concomitant product: 11-105914, arcom 28mm rngloc lnr 10deg24, 251270. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient had a fall and had fractured the ceramic head and was revised. The patient was revised to change the liner and head. No other additional information is available.

Manufacturer narrative:
The complaint was confirmed based on the x-rays provided. The x-ray review report states that there is contour deformity and likely fracture involving the femoral head within the acetabular component. Metallic fragments are noted inferior to the joint space as well. No bony fracture is seen. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.